Manufacturer narrative:
(B)(4). Foreign zip (B)(6).

Event description:
It was reported that, during a meniscus repair procedure using the 'fast fix flex reversed', after intending to deploy t2, the needle was pulled out and the suture broke. The procedure was completed without delay but it is unknown how. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: part of the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the print spec found requirements for the tensile strength of the suture bridge specified. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The actuator tip was in the t2 post deployment position. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.